Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73k1600254 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while using the stapler the rod came out of its compartment and then gets misaligned. The user had to put it back to be able to staple again. There was no patient injury.